Event description:
Correction to b5 of the initial report: the subject device exhibited an error e433 and error e486.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported errors were due to the printed circuit boards (motherboard and generator board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the hf unit "esg-400" exhibited error code e433. There were no reports of patient involvement.